Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 600 mg/dl. The customer reported that the insulin pump had quit working. The insulin pump also received insulin flow block alarm. It was unknown if the insulin pump was on auto mode at the time of incident. Troubleshooting was not performed. The insulin pump will not be returned for analysis.